Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device was functionally/visually inspected in the field. The device was repaired and returned to use. 1 device was not evaluated, as a probable cause for the issue was identified during communication between the customer and stryker and no further assistance was requested by the customer. Evaluation results findings (components/results): 2 devices: hydraulic system / mechanical problem identified. The device that was pending evaluation was not made available by the customer; the reported issue was not confirmed. Evaluation results findings (components/results): 1 device: appropriate term/code not available/no findings available. 2 devices are pending evaluation. Evaluation results findings (components/results): 2 devices: insufficient information / results pending completion of investigation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between january 1- march 31, 2026. This report summarizes 5 malfunction events(s), where it was reported the devices experienced drifting down slowly. No adverse consequence or clinically relevant delay in treatment was reported.